Event description:
The patient reported charging issues with the implant. An advanced bionics representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.